Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "while stepping off of a curb, the rollator collapsed." Per the customer contact, "he did not break any bones, but did scrape his knees and elbows and he was bloody." The customer contact also reported "bruises" on legs, "elbow cuts" and "knee ache." The customer contact noted, "I have just bought another walker" following the reported incident. No serious injury, medical intervention, or follow-up care related to the reported incident has been reported. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to a serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on (B)(6) 2026, "while stepping off of a curb, the rollator collapsed."

Manufacturer narrative:
Updated d9: is this device available for evaluation? Updated h3: device evaluated by manufacturer? Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).